Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided d1: brand name: unknown / provided d4: additional device information: unknown / not provided g4: premarket identification PMA/510(k) #: unknown / not provided h4: device manufacturer date: unknown / not provided.

Event description:
The doctor reported that the patient presented with the prosthesis in hand and reported a fracture of the low-profile screw inside the implant. The doctor reported that the patient was experiencing pain. The doctor explanted the implant, performed bone regeneration, and plans to re-implant in six months. The affected tooth position was 14.